Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during an implant procedure. Upon positioning, the left ventricular lead exhibited low pacing impedance. The physician replaced the lead during procedure on (B)(6) 2019 while the chest pocket was open. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece measuring 86.5 cm with the implant tool inserted for the reported event of low pacing impedance. Visual and x-ray examination found no anomalies. No conductor fractures or internal shorts were noted. The reported event was unconfirmed.